Manufacturer narrative:
Analysis reported that all buttons were functioning properly. However, a corroded keypad was found. There was no button error alarm during testing. The insulin pump passed all operating currents tested with in the specification range and passed the off no power test. The unit was monitored and tested and no blank screen was found. The unit had a cracked reservoir tube lip, a cracked case near the display window corners, and a crack on the display window.

Event description:
The customer called in to report a button error alarm and a blank display. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.